Event description:
It was reported that during follow up, several svt episodes due to bigeminy were observed. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.